Event description:
The pt received the scs system on (B)(6) 2009. It was reported the pt observed the low battery warning. It was identified that the battery was exhibiting passivation. The flag was cleared by the st. Jude medical representative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.